Manufacturer narrative:
(E1) initial reporter address 1:(B)(6). Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found proximal-stent damage with struts lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was selected for use. However, when unpacked, the stent struts in the middle were found damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was selected for use. However, when unpacked, the stent struts in the middle were found damaged. The procedure was completed with another of the same device. No patient complications were reported.